Manufacturer narrative:
Submit date: 11/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding set. The customer reports the infusion line flattened close to the bag resulting in an infusion malfunctioning from the pump. No injury.

Manufacturer narrative:
Submit date: 12/06/2016. Based on additional information, this product is not sold in the USA nor is a similar product sold in the use therefore this complaint does not meet the criteria to be reportable. No further investigational results will be forwarded.